Event description:
A surgeon reported that five years following intraocular lens (iol) implant surgery, a patient presented with reduced vision and has "tiny dots inside the lens" that look like "sand sprinkled throughout it." Additional information was received from the surgeon, who reported the lens has glistening opacities, has failed to maintain its clarity, and the patient can appreciate the difference in quality of vision between the affected and unaffected eye. The surgeon also indicated that a yag capsulotomy was performed, and the event will continue, unless the iol is replaced.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).